Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false negative bhcg result generated by the access 2 instrument for one patient sample. The sample was re-tested and the repeated result was positive. The initial result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specification prior to the event. A field service engineer (fse) was dispatched: the fse checked ultrasonics and ran a system check. The fse replaced parts and verified operation per established procedures. Hardware issues addressed by the fse may have contributed to this event.